Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report of a leak in the connector assembly was confirmed. Returned was a cannon ii plus connector assembly. The assembly was examined microscopically. The blue luer hub has one crack that is through the top edge of the hub. The crack is 4 mm in length. The crack extends from the top edge part way down the hub body. There was another small crack in the blue hub, but it did not penetrate through the wall of the hub. No cracks were observed in the red hub. Functional testing was performed on both hubs by separately attaching each luer to the lab leak tester. The extension lines were clamped closed. The leak tester was turned on and the pressure was increased to 45 psi (300kpa) for 30 secs. The red hub did not leak. The blue hub started to leak as the pressure was increased to 20psi from zero. The IFU provided with the set warns that repeated over tightening of bloodlines, syringes, and caps will reduce connector life and could lead to potential connector failure. It also states to avoid excessive or prolonged use of alcohol based solutions and ointments to clean the catheter and that solution should be completely dry before applying an occlusive dressing. It also states not to use acetone with this catheter and that the catheter, extension lines and connectors other remarks: should be examined before and after each use. A device history record review was performed and did not reveal any manufacturing related issues. Based on the report that the crack occurred during use, operational context caused or contributed to this complaint. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that in nephrology, after the catheter was inserted into the patient's jugular vein, the nurse found leakage during the patient's first hemodialysis treatment. As a result, a new extension tube was used as a replacement. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence. The patient involved was a (B)(6) yr/old male, 168cm tall weighing (B)(6) kg.